Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 5800 instrument. On (B)(6) 2024, a pooled sample (pp6) generated a reactive result for hbv. Subsequent testing of individual donor samples (sample ids (B)(6)) generated non-reactive results. On (B)(6) 2024, another pooled sample (pp6) generated a reactive result for hbv. Subsequent testing of individual donor samples (sample ids (B)(6)) generated non-reactive results.

Manufacturer narrative:
The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. A review of the provided data indicated that the discrepant results may have been associated with low-titer samples, where the viral concentration was near or at the limit of detection of the assay. This can result in wavering results between reactive and non-reactive outcomes. The growth curve analysis showed late amplification, consistent with low viral load. No product-related issue was identified. The root cause was attributed to a sample-specific issue, potentially due to contamination or low viral titer. The device remains in operation at the customer site.